Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received an incomplete bolus alert without the customer navigating to the bolus screen. Customer's blood glucose was 145 mg/dl. Customer continued to use the pump for insulin therapy.